Event description:
It was reported while using and after use bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, the stopper popped off leading to blood leakage with 4 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka there were multiple 510k numbers g4. PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo depicts a blood spill on a work surface but does not show the customer's indicated failure mode. A total of 100 retained samples were visually inspected, with the hemogard closure assembly correctly assembled and placed on the tubes, and no issues were identified with cocked stoppers. Additionally, 10 retained samples underwent functional tests, and all were found to be within specification limits. No issues were identified with the hemogard closure assembly being loose or separating from the tube during or after testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using and after use bd vacutainer® k2 edta (k2e) 7.2 mg blood collection tubes, the stopper popped off leading to blood leakage with 4 tubes. No adverse impact was reported regarding the patient or user.